Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported dissection was due to a tortuous artery.

Event description:
No intervention was needed to resolve the dissection.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a premature ventricular contraction ablation procedure, a dissection occurred. During the retro aortic approach, the iliac artery was dissected and the procedure was stopped. A small bleed was noted with no hemorrhagic issues noted. The dissection was due to a tortuous artery.